Event description:
A valiant thoracic stent grafts were implanted for the endovascular treatment of a thoracic aneurysm. There was no calcification, thrombus, tortuosity or dissection. Medical history is unknown. Aneurysm and vessel morphology was reported as the proximal neck diameter was 41.7 mm and the aneurysm diameter was 68mm. The aortic distal diameter was 37mm and the aneurysm length was 300mm. During the index procedure, the first device was implanted just above the superior mesenteric artery (sma). The physician elected to implant the second device just below the left subclavian artery; however, the stent graft was a little short to extend to the left subclavian artery. The proximal landing zone was insufficient and a proximal type I endoleak occurred. The physician did not perform touch-up due to the possibility of migration. The procedure was complete and the patient will be monitored. The endoleak was a minor leak and the physician thought that it would self-resolve with protamine. The patient is fine. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (unknown cause of event). Conclusion: (unknown cause of event).